Manufacturer narrative:
(B)(4). Customer complained the insulin pump is cracked. Insulin pump alarmed critical pump error after battery installation and failed to download to thumps due to moisture damage to pcb1 board and pcb 2 board. Cleaned pcb1 board and pcb2 board with alcohol and no effect. Unable to verify cause of critical pump error due to download difficulty. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed cracked case (battery tube).

Event description:
Information received by medtronic indicated that the insulin pump had a crack from top to bottom of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.